Event description:
The customer contacted stryker to report that their device does not recognize a connection through its defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer was contacted numerous times for more details, but no response appears to be forthcoming. The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device does not recognize a connection through its defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.